Manufacturer narrative:
Submit date: 01/28/2013. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 01/13/2013 that a customer had an issue with a dialysis catheter. The customer states the catheter was implanted on (B)(6) 2012. The catheter was in use for 9 months. The catheter broke on the venous side. The catheter was pulled and replaced.